Event description:
During the procedure, the graft leaked blood from its bifurcation. The quantity of blood lost through the graft and the duration of the leakage are unknown and unattainable. The graft was left in. The patient is now doing well.